Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received motor error during priming. No further information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin passed basic occlusion tests and displacement tests. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked belt clip slot.